Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing. The customer reported a blood glucose level of 374 mg/dl, which was addressed with a manual injection. During the call with tandem technical support, insulin was observed dripping out of the end of the tubing. It was confirmed that the customer will resume pump therapy.